Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7055-90, lot# 332226, mfd. 01/20/15, expires 2020-01, (B)(4); 2nd (second): ifuse implant, p/n 7050-90, lot# 292222, mfd. 12/09/14, expires 2019-12, UDI (B)(4); 3rd (inferior): ifuse implant, p/n 7050-90, lot# 332224, mfd. 01/19/15, expires 2020-01, UDI (B)(4).

Event description:
In (B)(6) 2015, the patient underwent a left side si joint arthrodesis where three implants were placed. The patient had pain relief for about six months following the initial procedure then the pain symptoms returned. The surgeon first removed the patient's spinal stimulator which relieved her pain for an unknown time period before the pain reoccurred. The surgeon did not have any other diagnoses for the pain and decided to remove the implants. In september 2016, the surgeon performed a revision surgery where he removed all three implants that were solidly fixed in bone. The explant holes were not filled with bone graft. The status of the patient following the revision surgery is not yet known.